Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that after 8 days dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, 35 ncm of primary stability was achieved and immediate implant procedure was performed.